Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result from a sample cup was 1.33 mg/dl and was reported outside the laboratory. The patient was a physician who worked in the same company. She called the laboratory to ask about the high result as it did not match the previous results. The primary sample tube was repeated on a cobas c701 analyzer and the results were 0.87 mg/dl and 0.82 mg/dl. The repeat results were believed to be correct as they matched the previous results for the patient. The patient was not adversely affected. The reagent lot number was 612878 with an expiration date of 01/31/2016. The field service representative found contamination. He cleaned and changed the ultrasonic mixers, incubation bath and sensor, and probes. He adjusted the gear pump pressure and checked the rinse volume. He changed the seals, lamp, and reaction cells.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).